Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date of 11-sep-2024 and event date of 01-mar-2024, there were no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 11-sep-2024 and event date of 01-mar-2024 listed on smartsolve due to insufficient data in the trace/history files. No delivery alarm/insulin flow blocked alarm was found on: (B)(6)2024 19:33:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6)2024 23:35:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 23:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 23:57:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6)2024 00:00:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 11-sep-2024 and event date of 01-mar-2024 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked lcd window and a scratched case. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and fatigue treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The customer reported a blood glucose value of 1003 mg/dl and a current blood glucose value of 229 mg/dl. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-864a. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device will be returned. No product return was required for mmt-7040a. No product return was required for mmt-332a. No product return was required for mmt-864a.